Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a symptomatic patient presented to the emergency room after receiving inappropriate hv therapy due to post-sensed t-wave oversensing. Programming changes were made. No further issues were reported. The patient condition was stable after the event.